Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise oversensing. No intervention was made. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.